Manufacturer narrative:
The device was explanted and returned. Analysis of the device is currently in progress. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure the tip of one of the lead frayed. It was suspected that an insertion needle may have damaged the lead. The lead was removed and replaced, and the procedure continued without further incident. No injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient ended the trial with successful pain relief.

Manufacturer narrative:
The device was returned for analysis. Visual inspection found the conductor wire was protruding from a damaged electrode on the distal end of the lead. The damage looks consistent with something from a sharp object, such as an insertion needle. The root cause of the damage is likely from an insertion needle during the surgical procedure when attempting to advance the lead after multiple attempts. The manufacturing records were reviewed and no non-conformities were found.